Manufacturer narrative:
All tests & materials have been used. The ihealth test is authentic as it was purchased from amazon. Customer is claiming false negative because ihealth tests taken daily between 9/22 and 9/27 were negative, doctor's office test taken 9/23 showed positive, subsequent ihealth tests from 9/24 to 9/27 showed positive. The description of test type taken at dr office was: brand unknown but was covid/flu a&b type - did not specify antigen or pcr test. The manufacturer retested the lot (241co20705) samples, no false negative were detected.

Event description:
Event details: bad tests whole box was bad. False negatives within use by date. (B)(6) / individual tested positive by doc & other home test brands at same time these tests showed negative. Customer is claiming false negative because ihealth tests taken daily between 9/22 and 9/27 were negative, doctor's office test taken 9/23 showed positive, subsequent ihealth tests from 9/24 to 9/27 showed positive. The description of test type taken at dr office was: brand unknown but was covid/flu a&b type - did not specify antigen or pcr test.